Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The lesion was situated in the left anterior descending artery at a trifurcation point with two diagonal branches. Balloons were used to dilate the diagonal branch. A 2.75x16mm promus element was implanted in the lad across the bifurcation and deployed at 14atm. The larger of the two diagonals was then wired through the stent. Two 15mm nc balloons were then used to perform a kissing balloon technique in the lad and larger diagonal. The balloons were used to measure the length of the disease proximal to the implanted stent in the lad. A 3x12mm promus element stent was implanted proximal to the first stent. As the doctor was trying to overlap the stents he felt resistance. On x-ray a gap of approximately 5mm was visible between the stents. The proximal end of the first stent "appeared darker and had concertina'd distally." A third stent was placed across the gap. An ivus run was then taken to assess the stents. The patient remained stable and no further complication has been reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).